Event description:
It was reported that during the implant procedure, the pulse generator exhibited loss of output, loss of sensing, and high impedance upon insertion of the leads. The device was not used and a new device was implanted. The patient was in stable condition during and following the procedure.

Manufacturer narrative:
(B)(4). Analysis description: final analysis found the right ventricular-ring contact spring exhibited epoxy coating in its outer surfaces. Epoxy was also noted between the spring coil loops. This likely contributed to the reported complaints in the field.